Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event. It was previously reported that the svc lead impedance had been 50 - 60 ohms and then became "infinite." A lead fracture was suspected. Follow up with the physician revealed the patient had grown 3 feet since implant and there was no issue with the lead performance - "the issue is related to the patient's growth spurt."

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary defib conductor fractured. Distal segment returned and analyzed. The svc defib conductor fractured at 38.5 cm.